Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08907. It was reported that balloon rupture occurred. Vascular access was obtained via the opposite side of the lesion utilizing anterograde approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a coyote es balloon catheter. An innova stent was deployed in the lesion. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for post dilation, but it failed to advance through the implanted stent and it was noted that the ostial area of the stent was flattened. Inflation was then performed in the area where the balloon catheter failed to advance. However, on the first inflation at 3 atmospheres, the balloon ruptured after being inflated for 6 seconds. The device was completely removed from the patient's body. A non-bsc balloon catheter was advanced to correct the sent deformation and the procedure was completed. No patient complications were reported and the patient's status was good.